Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv threshold increased to no capture at max output was observed. Impedance and sensing was normal. Lumen was occluded and the lead was destroyed during explant. The lead was discarded. The patient condition was stable.